Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing an aching discomfort in the stomach, mid-back, and the thoracic region with the scs stimulation on. The patient stated the discomfort would begin after stimulation had been on for a few hours. The discomfort would subside when turning the stimulation off. An x-ray was taken, and the lead had not migrated. The patient's scs system was reprogramed but the issue persisted. The patient requested to have her scs system removed.

Event description:
Follow up information received identified the patient's scs system was removed.